Manufacturer narrative:
Pc-(B)(4). Date sent: 3/1/2023 investigation summary three cases were reviewed in call home since no specific case date was provided. No issues/errors were seen. No device will be returned to neuwave for further investigation since they were discarded. The root cause could not be determined. It is unknown which probe(s) this complaint were called against. Each lot involved in each case was reviewed for nonconformities: ml21117155, ml21117106, ml21127314, and ml22017396 were all reviewed. There were no observed nonconformities for these lots. H6: investigation conclusions h10: investigation summary

Event description:
It was reported that during a renal ablation procedures the patient developed a uretic stricture. Per radiologist "upon review of images, the ablation zone extended 2-3cm from the tip which is really unusual." No further information was provided.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what was the location of the tumor? Left lower pole what is the relationship of the tumor to the urinary collecting system? 4 cm mass. Mostly exophytic, but extending to an underlying calyx how many probes were used during the ablation? 3 what were the ablation settings, such as number of deliver sessions, length of deliver, and power level? 65 watts, 5 min for all 3 probes. One session. How was the uretic stricture detected? 6 month follow-up MRI. How was the uretic stricture managed for the patient? Will have ureteral stent placed, scheduled (B)(6) 2022. What is the patient's current status? Outpatient, awaiting stent in the surgeon¿s opinion what was the cause of the extended ablation zone? Unknown. Should not have extended to the ureter based on probe position. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 1/11/2023 three cases were reviewed in call home since no specific case date was provided. No issues/errors were seen. No device will be returned for further investigation since they were discarded. The root cause due to probe positioning, per the additional information provided by the physician. It is unknown which probe(s) this complaint was called against. Each lot involved in each call home case was reviewed for nonconformities. Ml21117155, ml21117106, ml21127314, and ml22017396 were all reviewed. There were no observed nonconformities for these lots.